Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose in the 300 mg/dl range at the time of the incident. The customer was at 169 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the pump passed testing. The caller stated this was the customer's second hospitalization with diabetic ketoacidosis this month. The customer also reported previous infusion set sites that were red, sire, irritated, and with a hard spot under the skin. The customer had another hospitalization on (B)(6) 2020. The insulin pump will not be returned for analysis.